Event description:
Complaint handling unit received a user facility report for medwatch (B)(4) via standard mail on (B)(6) 2013, in maude format. That information will not be duplicated. All information herein has been provided by the customer facility 3500a. This report is for 1 1.7mm cable with crimp 750mm-sterile. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, and not diagnosis. Patient information provided subsequent to facility 3500a report to FDA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as the product was not returned. A review of the device history records was performed and no complaint related issues were found. Placeholder.